Event description:
Following balloon dilatation, attempt to remove wire from catheter was unsuccessful. The catheter, wire and 10fr sheath all had to be pulled out simulatneously and physician had to place a new sheath to finish the catheterization. Upon examination of the catheter, it was evident the wire had perforated the balloon.